Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Available details indicate that the customer had reported that a part was damaged. The device was not confirmed to be functional. A good faith effort was made to obtain additional information associated with this complaint evaluation and resolution, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Insufficient information is available to support final failure analysis. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A good faith effort was made to obtain additional information associated with this complaint evaluation and resolution, but attempts have been unsuccessful. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : attempts to obtain evaluation/resolution info via gfe have been unsuccessful.

Event description:
It was reported a part was damaged and a replacement part was requested. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a part was damaged and a replacement part was requested. Additional details have been requested. There was no patient involvement.